Event description:
The customer stated false reactive axsym toxo igm results were generated for one patient. The customer indicated the following results: (B)(6) 2012: 0.685 index ((B)(6)); 0.855 index ((B)(6)); 0.908 index ((B)(6)). The patient, when tested at a different lab, was non reactive by the vidas method. A new sample draw was completed and tested at a different laboratory generating the following results: (B)(6) 2012: architect toxo igm 0.470 index (non reactive); (B)(6) 2012: vidas non reactive. No adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 09k09, that has a similar product distributed in the us, list number 4b25. Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A specificity testing protocol was executed using lot 07780li00 and met acceptance criteria which indicated that the lot is performing as expected. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information, a deficiency of the axsym toxo igm reagent list number 9k09-20, lot number 07780li00, was not identified.